Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported her sensor readings can be inaccurate and can cause her insulin pump to go into a false threshold suspend mode. Customer stated that she inserted the sensor in her abdomen and in the middle of the night the device would alarm she's low and go into threshold suspend mode. When she checked her blood glucose, she was about seventy points higher than her sensor reading. She changed her sensor the next day. This event happened about two months ago. She also reported having bent cannulas during insertion. Customer's current blood glucose is unknown. Nothing further reported.